Manufacturer narrative:
Device sample returned to manufacturer, but investigation is still ongoing. DHR investigation did not show issues related to this complaint.

Event description:
The event is reported as: the doctor found 3 clips in the cartridge could not ligate. He changed to a cartridge from a different lot# and the operation was completed successfully. No patient injury reported.